Event description:
During prep with the indelflator, a leak was noted in the balloon inflation port. The product was not utilized for the case. The procedure was completed with a boston scientific balloon, and there was no pt injury reported with the event.